Manufacturer narrative:
(B)(4).

Event description:
Customer reported the adhesive on the cheek pads of the device didn't hold, allowing the device to slide off the patient's face and dislodge the endotracheal tube. The patient self-extubated and had to be re-intubated. The patient's condition was reported to be "fine".

Event description:
Customer reported the adhesive on the cheek pads of the device didn't hold, allowing the device to slide off the patient's face and dislodge the endotracheal tube. The patient self-extubated and had to be re-intubated. The patient's condition was reported to be "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The manufacturing site reports that power choice had carried out the static test as per the astm 2726 for each lot produced and there were no lots rejected in house due to the same issue as reported by the complainant. There were no issues found with the returned sample. Although the complaint was not confirmed, both teleflex and power choice are aware of issues reported and as a proactive action, research and development at teleflex is working with the cheek pad supplier on the improvement of this component.